Event description:
It was reported that the caster and outer base tube assembly were broken. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Outer base tube assembly.